Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet delivered alert code 38 for consecutive stalled motor events, persisted through restarts, and displayed unable to proceed during a dry run after disconnecting tubing and removing the cartridge, consistent with failure to infuse and involving the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified, with the device problem characterized as failure to infuse and the implicated component being the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.